Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a gripper actuation and gripper lever issue. It was reported that during preparation of the clip delivery system (cds), movement of the gripper latch was present and the grippers were not working evenly. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult gripper actuation associated with the grippers not actuating evenly could not be determined. A cause of the reported unstable associated with the loose gripper latch could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.